Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
It was reported that the system produced uncommanded x-rays. There is no report of pt injury or death.